Event description:
(B)(6). (15 typewritten pages--far exceeds 4000 characters). FDA safety report ID# (B)(4).

Event description:
(B)(6). (15 typewritten pages--far exceeds 4000 characters). FDA safety report ID# (B)(4).

Event description:
Additional information received from reporter for report number mw5107597. Reporter calling to provide further information on a report previously submitted, including explant date. He states that on 20-feb-2020, he woke up with difficulty breathing; after seeing his doctor's office the same day it was determined he had bilateral pulmonary embolism. Of note, reporter states two days prior, on 18-feb-2020, he had a CT scan that showed his blood clot had substantially grown in size. When he went to the hospital on 20-feb-2020, reporter states his local hospital was unable to treat the seriousness of his condition, so he was transferred to a larger medical facility. On 21-feb-2020, had ekos procedure to remove blood clots; he credits this procedure with saving his life. He states this device was explanted on (B)(6) 2022. He is filing this report with the FDA because he is unsure if his local hospital ever submitted a report regarding this adverse event. He states he has also reported this adverse event to the device manufacturer, cook medical llc. (B)(4).